Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torqued directly to the connector pin. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
During an initial implant procedure, the right atrial (ra) lead was implanted and following the electrical cardioversion into sinus rhythm, the ra lead was dislodged. Repositioning was attempted but unsuccessful. The ra lead was explanted and replaced to resolve the event. The patient was stable.